Event description:
It was reported that (4) 512sd were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the four port sites were made by using the 512sd trocars. The ms512 was used for reducer caps. The surgeon noticed a leaking sound that was coming from the trocar and not the reducer cap. Trocar diagram was torn on a trocar. On one trocar the diaphragm fell in the belly upon closing. Opened another device to finish the case. There was no consequence to pt.